Event description:
The husband of a (B)(6) old female pt called zoll customer support to report a service code 107 (multiple abnormal shutdown). The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (service code 107) was confirmed. Upon investigation the abnormal shutdowns was isolated to a defective pxa chip (u104). The root cause for the defective u104 component could not be positively identified. The failure rate of u104 is well below the predicted failure rate. No adverse event resulted from the defective u104 component. The pt was fitted with a replacement monitor.